Event description:
It was reported the device experienced unexpected longevity and high battery impedance due to the reed switch being stuck. The device was explanted and replaced. It was also reported the right ventricular (rv) and right atrial (ra) leads exhibited no capture as a result of the reed switch. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated an issue with the atrial pacing capture threshold.